Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The boston scientific technical services consultant noted the undersensing in the recent presenting rhythm and discussed that the automatic gain control could go down to as far as 0.15 millivolts. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The boston scientific technical services consultant noted the undersensing in the recent presenting rhythm and discussed that the automatic gain control could go down to as far as 0.15 millivolts. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that the cause of the undersensing was not associated with anything specific. The sensitivity was increased to 0.15 millivolts.